Event description:
It was reported that "vboss mandril locked up at the beginning of the case and the hybrid shaft broke in the screw head during screw removal. We were able to work around both issues with no problem.

Manufacturer narrative:
Na